Event description:
The customer reported that the insulin pump had a frozen display. The blood glucose reading was 100mg/dl. Troubleshooting was performed. The customer stated that the buttons also are unresponsive. Instructed the customer to remove the battery for five minutes and to insert a new battery, but the frozen display continued with no advancement of the time. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No display anomaly or frozen screen noted. Unable to verify for a battery out of limit alarm or time clock anomaly due to no button response.